Event description:
It was noted in a letter to the editor that, "a female pt has a single 15-s asystole that occurred in the or in 2008 during the second cycle of stimulation. Despite initial deactivation, this patient was subsequently successfully reactivated postoperatively in the intensive care unit without recurrent arrhythmia thereafter." It is unclear if this patient's event has already been reported to the manufacturer as patient identifiers were not provided to the manufacturer by the neurologist, but the author has indicated that this issue has previously been reported to the manufacturer.

Manufacturer narrative:
Citation: william o. Tatum. "Vagus nerve stilulation and cardiac asystole." Epilepsia, 50(12):2671-2673, 2009.